Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose reported as above 400 mg/dl, resulting in hospitalization. The user was treated with IV insulin and discharged on (B)(6) 2026. The user recovered and ilet therapy was resumed.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported administration of IV insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed prolonged periods where insulin delivery was paused or interrupted, as well as multiple cartridge and infusion set changes in a short period of time. The pattern of persistent hyperglycemia is consistent with interrupted or ineffective insulin delivery due to therapy management factors rather than abnormal pump performance. Based on available information, the event was attributed to use-related therapy management factors, including frequent pausing of insulin delivery, rather than a device malfunction. If additional information becomes available, a supplemental MDR will be submitted.